Event description:
It was reported by customer that PICC has a hole in it on a patient. Additional information received (B)(6)2023: no harm to the patient, removed the PICC and placed a new one.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that PICC has a hole in it on a patient. Additional info from customer: (06-july-2023). No harm to the patient, removed the PICC and placed a new one.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. A large split was observed in the extension leg tubing, about 1 cm proximal to the molded joint. A microscopic observation revealed the edges of the spilt were somewhat uneven but sharp and distinct. Striations were observed on the fracture surfaces, which were mostly flat and lustrous. The characteristics of the split observed in the returned sample suggest the catheter was damaged by a sharp instrument such as a scalpel. H3 other text : evaluation findings are in section h.11.